Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined. The device was used during the same procedure as was reported in MFR. Report# 2032493-2017-00268.

Event description:
It was reported that during placement of an embolization coil in an aneurysm, the coil became stuck after one loop had emerged from the catheter. During the withdrawal attempt, the coil unexpectedly detached. Both segments of the coil were removed in their entirety together with the catheter. There was no reported intervention, patient injury, or health damage.